Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the packaging was opened, it was noted that the needle and the thread were detached. A new suture was used to resolve the issue. There was no patient injury.